Event description:
It was reported that contact point one on the lead did not give any response. It was tried on different positions, but gave no response while the other three contacts gave responses. The lead was replaced and the new lead gave four responses. There were no patient symptoms or injuries.

Manufacturer narrative:
Product ID 388928, lot# 0206360793, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the lead revealed no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.